Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ischemia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the bleed was unable to be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 34-year-old female with an unknown medical history was implanted with an impella cp device for mechanical circulatory support. The indication for use was heart failure with cardiogenic shock, classified as cardiomyopathy, acute decompensated chronic, non-ischemic etiology. The impella cp was percutaneously implanted via the right femoral artery. Prior to impella support, the patient required inotropic and vasopressor therapies, respiratory support, and extracorporeal membrane oxygenation (ECMO). The reported society for cardiovascular angiography and interventions (scai) shock classification at initiation of impella support was stage e, which improved to stage d by the end of impella cp support. After approximately three days of impella cp support, the patient was transitioned to an impella 5.5 device for escalation in therapy. Following removal of the right femoral impella cp and closure of the arteriotomy by the vascular surgeon fellow, loss of distal arterial flow was identified by doppler assessment. Vascular attending was contacted, and emergent open surgical exploration was performed. The femoral artery was repaired, and distal flow was successfully re-established. The patient experienced notable blood loss during the arterial repair, and additional information noted blood products were administered following the impella cp explant. The patient¿s condition was documented as critical at that time. The impella 5.5 device, in addition to the ECMO, supported the patient for approximately 5 days before being successfully weaned and explanted with a survived outcome. The impella cp instructions for use identify access-site and vascular complications as known risks associated with device implantation and explantation, which can include bleeding, arterial injury, and limb ischemia, which may require surgical intervention. In this case, the loss of distal flow and bleeding following device removal and arteriotomy closure are consistent with an access-site vascular complication potentially associated with impella cp use and explantation.